Event description:
It was reported that the dreamstation humidifier device was being returned due to the user passing away. There is no allegation of malfunction, or that the device caused or contributed to the death. There were no reports of medical intervention. At this time, the device will not be returning, and no further investigation can be performed. If any additional information is received, a follow up report will be filed.